Event description:
Kimberly-clark received a report stating, "during the withdrawal of the serial dilator, some of the intermediate dilators remained in the peel away sheath portion and patient, and were not successfully withdrawn as product is designed according to interventional radiologist. He was able to remove them with a guide wire in place and other interventions, and according to him no further action was necessary and patient was ok". Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record (DHR) for code (B)(4) with lot number aa0137r03 was reviewed, with no similar observations noted by the quality auditor. Sample evaluation showed the peel away sheath to be intact with a kink half way down the length of the sheath. Damage to the distal tip of the smallest dilator and to the shoulder on the cannula tip was noted, suggesting an override of the dilator. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.